Event description:
It was reported to tyco/healthcare/kendall on 5/2002 that a dialysis catheter had air in the lumen. It is alleged that the catheter had a hole in the lumen. The catheter was removed without pt injury. Catheter pending return.